Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 537 mg/dl. The customer stated they did not have any symptoms of high blood glucose. Customer had treated their high with an injection. The customer declined to troubleshoot because they did not believe the insulin pump was at fault. No additional information provided.